Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Although requested, the AED and battery pack have not been returned and the cause of the complaint is not known.